Event description:
It was reported that the pump declared an altitude alarm 21. The customer declined to provide their blood glucose level at the time of the event, so there was no reported impact to the customer¿s blood glucose level. The customer's insulin was initially suspended due to the alarm condition, and technical support instructed the customer to clean the speaker holes and remove and reconnect the current cartridge. The customer was then instructed to load a new cartridge, which allowed them to resume insulin delivery without further issues. The original cartridge did not vent properly, so it will be replaced.